Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a postoperative monitoring was performed in fear of blood loss after the sleeve gastrectomy. A regrasp alert was not heard, there was an end tone there was no evidence of any energy delivery. There was no documented transfusion. There was no patient injury.